Event description:
It was reported that during a da vinci-assisted unspecified gastric bypass procedure, while using a sureform 60 stapler instrument loaded with a blue sureform 60 stapler reload, oozing occurred on the vertical staple line, requiring clips to control the bleeding. The patient reportedly had normal blood pressure. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Manufacturer narrative:
No product has been returned for evaluation; however, several images of the reported event were provided for evaluation. Review of the images found them to be of low resolution/quality, thus it is difficult to discern the staple line clearly. In two of the images a single malformed staple can be seen outside of the staple line laying on stomach tissue, which looks to have been dragged. This type of staple malformation can result from the crossing of existing staple lines with subsequent staple fires. In the remaining images no grossly malformed staples or issues with the staple line itself can be seen; however, there does appear to be blood oozing along the staple lines. From the images alone, a root cause of this issue cannot be determined.